Event description:
It was reported that this right atrial (ra) lead exhibited over-sensed noisy signals. The physician performed a revision procedure; however, when the ra lead was removed, the left ventricular (lv) lead dislodged. Both the ra and lv leads were explanted and replaced to resolve the event and no additional adverse patient consequences were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).